Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Post filter venogram revealed there was questionable extravasation to the left of the ivc with possible filter arm being outside of the ivc. Approximately fifteen minutes later, CT revealed approximately four of the filter struts extend beyond the ivc. Eventually a year later, patient presented with dyspnea and back pain. Subsequent CT revealed, small peripheral lower lobe pe. Therefore, the investigation is confirmed for the perforation of the ivc. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 09/2011).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced pulmonary embolism post implant and abdominal pain; however, the current status of the patient is unknown.